Manufacturer narrative:
No button error alarm noted. Device had no button response due to corroded keypad traces. Unable to test for battery out limit alarm or perform the displacement test, rewind, basic occlusion test, occlusion test ,prime test and the excessive no delivery test due to no button response. Device had a scratched display window, scratched case and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
Customer reported via phone call that the device alarmed button error alarm. Customer's blood glucose was 254 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.